Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported the controller vibrated during the low speed events. No further information was reported.

Manufacturer narrative:
Section b5, d4, h4: additional information. Section b1, g3: correction. Manufacturer's investigation conclusion: the reported event of the system controller vibrating during low speed events was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis; however, two log files were submitted for review. The low speed events are further investigated under the pump investigation (see MFR # 2916596-2019-06171). A review of the submitted log files showed overlapping events spanning approximately 29 days ((B)(6) 2019 ¿ (B)(6) 2020 per time stamp). There were no notable events related to the reported event of the system controller vibrating active in the log file. The root cause for the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use and heartmate ii patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low speed events are addressed under the lvad pump in MFR # 2916596-2019-06171.